Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the intermittent & flickering image was due to the cable being kinked/deformed. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for service/evaluation. The reported problem was confirmed, the image was flickering due to a deformed/twisted cable unit. The device has not been repaired in the last year. The service evaluation also found the coupler was corroded/rusty and there was one white dot in the image. The investigation is ongoing. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (osh) was informed that the customer camera head image disappears temporarily, ¿flashes (visible)¿. The customer reported problem was found during inspection before use. The intended procedure was completed using another one. No death, injury or harm was reported to olympus.